Event description:
It was reported that during implant device interrogation revealed loss of low voltage output on the pacemaker. The physician elected to complete the implant with the same pacemaker. The patient was in stable condition.